Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failure in the operating room. The customer stated that the drawer did not open while retrieving meds for a case. When the user tried again the drawer got stuck. This was a patient safety risk as well as possible diversion. The customer confirmed that there was no patient harm or user involvement, and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d3, d5, e2. E3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-aug-2022 to 01-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open while retrieving meds for a procedure. A technical support specialist confirmed that the issue was resolved over the phone with the field service technician. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no reported malfunction/defect found on the device. The customer explained that the issue was fixed by a field service technician on another occasion and the complaint file could be closed because a technician was dispatched. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failure in the operating room. The customer stated that the drawer did not open while retrieving meds for a case. When they retrieved the meds, the drawer got stuck in the station. This was a patient safety risk as well as possible diversion. The customer confirmed that there was no patient harm or user involvement and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.